Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as red, itchy, and burning with broken skin around most of the patch area. There was no alleged device malfunction contributing to the irritation. The patient's nurse recommended removal of the patch due to the skin irritation. The outcome of the skin irritation is unknown.